Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd intima-ii y 20gax1.16in prn ec slm npvc the device was damaged. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: the patient had an IV needle placed before surgery. There was no abnormality before indwelling, but halfway through indwelling, the needle core was found to be damaged, and the indwelling needle was replaced in time after discovery. No adverse reactions or other consequences were caused.

Manufacturer narrative:
H6: investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received.  The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. H3 other text : see h10.

Event description:
It was reported while using bd intima-ii y 20gax1.16in prn ec slm npvc the device was damaged. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: the patient had an IV needle placed before surgery. There was no abnormality before indwelling, but halfway through indwelling, the needle core was found to be damaged, and the indwelling needle was replaced in time after discovery. No adverse reactions or other consequences were caused.